Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred right when the plane took off for a flight and the user was unable to clear the alarm. The user did not check their blood glucose level. There was a delay in clearing the alarm; however, insulin delivery was resumed.